Event description:
It was reported that patients implantable pulse generator (ipg) was opened due to poor wound healing and believed to be related to IV steroids. The IV steroids were received immediately after post op for respiratory illness that resulted in hospitalization. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7155904/7156005. Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 34955946.